Event description:
It was reported that the patient's device had been turning itself off (and consequently stimulation was turning off) since about a couple of months before. This was noted to occur randomly with no common factor that the patient was aware of. The patient's device, as well as leads, was checked by a medtronic representative the month before, and it was determined that they were okay. The patient was indicated not to be sitting on her device as it was positioned up higher. The reporter indicated that this issue occurred further down the road after a fall. The patient was advised by her medtronic representative to get back in touch if her device continued shutting itself off. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3888-45. Lot# v836553. Implanted: (B)(6) 2012. Product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).